Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure using vasoview hemopro 2, they used the knot pusher feature on the c-ring to push the endoclose to the stub. This particular device the knot pusher hole sheared several endocloses so that it couldnt be closed with this device using this method. The account did get a second device and was able to use the knot pusher feature on it to close the stub of the radial. There was no patient injury. There was a procedural delay in getting a second device and repeatedly loading the several endocloses.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 02/25/2025. An investigation was conducted on 03/13/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact harvesting device jaws or heater wire. The cannula and c-ring was observed to be intact. The endo loophole in the end of the c-ring (metal rod side) was visible. A needle was utilized to test the fabrication and depth of the hole. It was able to pass completely through the hole with no physical or visual difficulties observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical problem" was not confirmed. The lot # 3000446365 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.